Event description:
Iritis flare up [iritis]. Gum inflammation [noninfective gingivitis]. Knee pain [arthralgia]. Case (B)(6) is a serious, spontaneous case received from a pharmacist via a regulatory authority in united states. This report concerns a patient (no identifiers reported) who experienced an iritis flare up, gum inflammation and knee pain during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, with unknown dosing regimen, for unknown indication in 2018 (dates not specified). It was reported that on an unknown date in 2018 the patient experienced an iritis flare up which had led to visual disturbances, also the patient experienced knee pain and gum inflammation while on euflexxa. Product batch number was not reported. No additional information was reported. Action taken with euflexxa was unknown. At the time of this report, the outcome of iritis flare up was unknown, the outcome of visual disturbances was unknown, the outcome of gum inflammation was unknown, the outcome of knee pain was unknown. Concomitant medication use and medical history were not reported. The event iritis flare up was reported as serious. The events visual disturbances, gum inflammation and knee pain were reported as non-serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: case number, others = mw5081948. These ae 's occurred in the united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. These ae 's are not reportable in EU because they did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.